Event description:
Additional information was received stating that the scratch was noticed before the lens was implanted in the patient's eye and damaged was noticed when opened.

Manufacturer narrative:
Additional information was provided in b.5., b.2., h.11. Based on information received following submission of the initial report, this event does not meet criteria for reporting as a reportable malfunction. No further reports required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, that the lens was scratched after it was contacted with patient¿s eye and it was removed immediately. Additional information received and stated that the procedure was completed on same day.